Manufacturer narrative:
H3 other text : device not yet returned to the manufacturer.

Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. There was allegation of lung disease, cancer, chronic obstructive pulmonary disease and patient passing away. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. There was allegation of lung disease, cancer, chronic obstructive pulmonary disease and patient passing away. After the second attempt to have the device and components evaluated, the customer responded as I couldn't provide any information, but the device has not been returned to the manufacturer for evaluation. The manufacturer is submitting an updated report at this time. After device return and completion of evaluation, a follow-up report will be filed. Evaluation method code grid, evaluation results code grid, component code and conclusion code grid was updated.